Manufacturer narrative:
Model number/catalog number: 72018501. Serial number: n/a. Batch/lot number: 1000314784. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. The ms pump passed visual inspection with no damage or abnormalities observed and passed the leakage test; however, the ms pump not passed activation tests 2 and 3. The first cylinder exhibited wear at a fold in the proximal end of the cylinder, with a hole identified in the outer tube consistent with kink resistant tubing (krt) wear, resulting in a leak at the proximal end. The second cylinder also exhibited wear at a fold in the proximal end of the cylinder, with a hole identified in the outer tube consistent with krt wear; however, the second cylinder passed the leakage test. The flat reservoir passed visual inspection with no damage or abnormalities observed and passed the leakage test. The DHR review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of mechanical issue and fluid leak was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and the analysis results, the ms pump not passing activation tests 2 and 3 and the first cylinder having a leak from kink resistant tubing (krt) wear at the proximal end could have caused or contributed to the device being removed. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and a non conformance was identified. See additional manufacturer narrative for full investigation details.